Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x12 mm xience v is being filed under a separate medwatch report. Evaluation summary: analysis of the returned 2.5 x 23 mm promus sds noted blood on the stent implant and balloon, and contrast in the inflation lumen. This is consistent with preparation and advancement of the sds into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and stent implant outer diameter dimensions met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous and heavily calcified, which likely contributed to the failure to cross. It was confirmed that the hypotube was separated distal to the strain relief tubing. The hypotube fracture face was oval shaped. The hypotube jacket was stretched at the separation. This type of failure is often attributed to ductile overload at a bend. A kink and a bend were also noted in the hypotube. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The shaft most likely kinked during advancement of the sds in the calcified anatomy and further manipulation of the shaft would have contributed to the shaft separating. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. The reported failure to cross, shaft separation and subsequent kink/bend appear to be related to operational context. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the first three xience v devices (2.5 x 15 mm, 2.5 x 23 mm, 2.5 x 28 mm) attempted to treat multiple lesions located throughout the right coronary artery (rca) failed to cross the vessel described as highly tortuous and heavily calcified. Additionally, the hypotube of the 2.5 x 23 mm xience v separated during the attempts to cross; however, the device was withdrawn without further issue. A 2.5 x 12 mm xience v was advanced; however, this device also failed to cross and the proximal shaft separated during attempts to cross the lesion. The device was withdrawn without further incident. The procedure was completed with the implantation of three xience v stents across a series of lesions in the rca. There were no adverse patient effects reported. No additional event or patient information was provided.